Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm almost 4 week's post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced swelling ("I still have swelling") and urticaria ("hives"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and urticaria outcome was unknown and the swelling had not resolved. The reporter considered medical device removal, swelling and urticaria to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media: swelling , medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event hives added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm almost 4 week's post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), experienced swelling ("I still have swelling") and urticaria ("hives") and was found to have weight decreased ("dropped 20 lbs"). The patient was hospitalized for 4 days. The patient was treated with surgery (surgery to remove essure, abdominal hysterectomy). Essure was removed. At the time of the report, the medical device removal and urticaria outcome was unknown and the swelling had not resolved. The reporter considered medical device removal, swelling, urticaria and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media: swelling , medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. New event dropped 20 lbs was added.new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm almost 4 week's post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), experienced swelling ("I still have swelling"), urticaria ("hives") and allergy to metals ("nickel allergy") and was found to have weight decreased ("dropped 20 lbs"). The patient was hospitalized for 4 days. The patient was treated with surgery (surgery to remove essure, abdominal hysterectomy). Essure was removed. At the time of the report, the medical device removal, urticaria and allergy to metals outcome was unknown and the swelling had not resolved. The reporter considered allergy to metals, medical device removal, swelling, urticaria and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media: swelling , medical device removal, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Reporter's information added.event: nickel allergy were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm almost 4 week's post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced swelling ("I still have swelling"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the swelling had not resolved. The reporter considered medical device removal and swelling to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media: swelling , medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm almost 4 week's post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), experienced swelling ("I still have swelling"), urticaria ("hives") and allergy to metals ("nickel allergy") and was found to have weight decreased ("dropped 20 lbs"). The patient was hospitalized for 4 days. The patient was treated with surgery (surgery to remove essure, abdominal hysterectomy). Essure was removed. At the time of the report, the medical device removal, urticaria and allergy to metals outcome was unknown and the swelling had not resolved. The reporter considered allergy to metals, medical device removal, swelling, urticaria and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media: swelling , medical device removal, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm almost 4 week's post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced swelling ("I still have swelling"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the swelling had not resolved. The reporter considered medical device removal and swelling to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media: swelling, medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.